Event description:
It was reported that on (B)(6) 2025 that the head of perfusionist reported that all 3 pedivas blood pumps available in the hospital had an issue in being locked in the motor housing. When the pumps were completely rotated in the motor housing, as per the instructions for use (IFU), the screw was not matching the groove. When the screw was aligned with the groove, the pump was not fully rotated and it was moving within the motor housing. The pumps were pulled out and repositioned in the motor housing and the same issue occurred. There was no alternative to treat the patient so the pedivas blood pumps were used fully rotated in the motor housing. On (B)(6) 2025, it was reported that the pump was working as expected. There was no patient impact. The patient was still under support and no further information on the patient status was provided. Images were provided. It was thought that since the pumps were not correctly inserted into the housing that this may bring on hemolysis issues, malfunction, overheating, or dislodgement with consequent ECMO block. The patient supported by the pedivas pump was experiencing hemolysis on (B)(6) 2025 due to inability to lock the pedivas pump in the motor as per the instructions for use (IFU). As all 3 of the pedivas pumps were tested with all available motor drives and showed the same issue, a new snap-in motor would be provided. Three snap-in motors were provided to ensure fixation of the pedivas pump as per the IFU. All 3 available centrimag motors were tried while trying to setup to support the patient but the centrimag pump did not fit in any of them. All the pumps and motors would be returned.

Manufacturer narrative:
Section a: no patient information was provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue locking the pedivas pump into the motor was unable to be confirmed as the pump was not returned for evaluation, and a specific cause for the reported issue could not be conclusively determined through this evaluation. It was reported that a pedivas pump, lot #8806042/l08133-lb4, had an issue being locked into the motor. It was reported that the set screw did not match the groove when the pump was completely rotated into the motor per the instructions for use (IFU). When the set screw was aligned to the groove, it was reported that the pump was not fully rotated and was moving within the motor. The pump was pulled out and repositioned; however, the same issue was reported. It was reported that the pedivas pump, lot #8806042/l08133-lb4, will not be returned for evaluation. Review of the device history record (DHR) for the pedivas blood pump, lot #8806042/l08133-lb4, revealed no deviations from manufacturing or quality assurance specifications that would indicate a manufacturing issue related to a pump locking issue. The pedivas blood pump instructions for use (IFU) rev. A, is currently available. The IFU provides the following warnings and cautions: IFU warning #6: frequent patient and device monitoring is recommended. Do not leave the device unattended while in use. IFU warning #30: back-up components must be available. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: ensure the blood pump is properly locked into the centrimag motor per motor IFU. The section titled ¿blood pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the blood pump on a centrimag motor with the screw locking feature, remove the blood pump from the inner tray and place the blood pump into the motor receptacle (the blood pump will drop into place in one of three orientations). Rotate the blood pump counterclockwise until it stops. To secure the blood pump in place, thread and turn the screw clockwise until it stops. Confirm that the retaining screw is visible in one of the notches on the side of the blood pump. If the retaining screw is not visible in a notch, loosen the retaining screw. Lift the blood pump from the receptacle by grasping the body and lifting it straight up and away from the motor, and then remount it. If the blood pump is not properly seated in the motor an alarm ¿pump not inserted¿ may be displayed on the centrimag console display. The section titled ¿emergency back-up equipment¿ states that a sterile back-up blood pump circuit and priming accessories must be available. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The lot number of the pump where hemolysis occurred was confirmed to be only 10534684.